Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the telescope securing pin was missing. The following non-reportable malfunctions were found during the device evaluation: the belay at the bottom was broken, and the tube was deviated five degrees. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the telescope "oes elite", 4 mm, 30°, hd, autoclavable had the resectoscope pivot damaged at the time of assembly. The issue was found during preparation for use and the procedure was delayed by 20 minutes with no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to excessive use. Olympus will continue to monitor field performance for this device.